Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) therapy was turned off. No related calls or other programming. As of this time, this crt-d remains in service. No adverse patient effects were reported.